Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Upon device interrogation, it was a fine vf that the patient had where an attempted external defibrillation occurred without success. It was added that the amplitude of the vf on the monitor in the ICU was interpreted as asystole and they thought the device wasn't working properly, when in fact, it was. The vf was so fine, that it was outside the programmed parameters. Upon device interrogation in the ICU, it was a fine vf that the patient had where an attempt at external defibrillation occurred without success.

Event description:
It was reported the patient died the day after device implant. The physician was in the intensive care unit with the patient and reported the device did not deliver therapy. He witnessed the device attempting to ventricular pace during what looked like a ventricular fibrillation episode on an external monitor. Undersensing is suspected. The cause of death has been requested and not received.

Event description:
It was reported patient died day after device implant. Physician was in the intensive care unit with the patient and reported the device did not deliver therapy. He witnessed the device attempting to ventricular pace during what looked like a ventricular fibrillation episode on an external monitor. Undersensing is suspected. Follow up with the physician reported cause of death was cardiogenic shock with no issues regarding device function. "The undersensing concern was more of a patient issue than a device issue." He felt the programming was adequate. The device was attempting to pace without capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Upon device interrogation, it was a fine vf that the patient had where an attempted external defibrillation occurred without success. It was added that the amplitude of the vf on the monitor in the ICU was interpreted as asystole and they thought the device wasn't working properly, when in fact, it was. The vf was so fine, that it was outside the programmed parameters. Upon device interrogation in the ICU, it was a fine vf that the patient had where an attempt at external defibrillation occurred without success. (B) (4) the actual device was not received for evaluation. We did receive performance data (B) (4) collected from the device and have analyzed the data.(B) (4) std review - no anomalies found

Event description:
It was reported patient died day after device implant. Physician was in the intensive care unit with the patient and reported the device did not deliver therapy. He witnessed the device attempting to ventricular pace during what looked like a ventricular fibrillation episode on an external monitor. Undersensing is suspected. Follow up with the physician reported cause of death was cardiogenic shock with no issues regarding device function. "The undersensing concern was more of a patient issue than a device issue." He felt the programming was adequate. The device was attempting to pace without capture.